Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp burned out on the system before surgery. However, the procedure was initiated and completed.

Manufacturer narrative:
A review of the service request (sr), opened january 4, 2018, notes an estimate of the repair cost was sent to the customer for approval. The customer did not request service and the sr was cancelled. The system was manufactured on march 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).